Event description:
Reference MDR# 2242445-2010-00082 for the first event involving the same pt. It was reported that a (B)(6) male with the diagnosis of hypoplastic left heart syndrome (hlhs) was in the cath lab. The femoral insertion site was used for catheter access. The issue occurred when normal saline was injected and it came out of the connection. The catheter was removed and replaced with another catheter. The third catheter was placed and was successful. There was no pt death, injuries or medical intervention. The pt went home with no complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.